Event description:
Device issue: none. Adverse event: neurological deficit requiring anticoagulation. Onset of adverse event: post procedure. It was reported that the pt was discharged one day post xact stent implantation in the right internal carotid artery. The pt presented back to hosp after being home approx 20 minutes with recurrent symptoms of numbness and tingling. Symptoms lasted approx 1 1/2 hour. Pt was treated with heparin/coumadin while in the hosp and symptoms resolved. There was no adverse pt sequela. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Neurological events may occur during this type of procedure and as listed in the IFU, neurological event is a known potential adverse event associated with the use of the product. This known pt effect is not necessarily an indication of a product quality deficiency. Info available in the case description is not sufficient to determine a relationship between the event and the abbott vascular product. Based on available info, a definitive cause for the reported pt adverse effect and the relationship to the product, if any, cannot be determined. There was no indication of any product deficiencies which could have contributed to the outcome of the procedure. A review of the lot history record did not reveal any related non-conformances associated with this lot number.